Event description:
Received information stating customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was impacted slightly. Reportedly, the customer changes cartridge and infusion set every 2.5 days.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information. Should new information become available, a follow up MDR will be submitted. The t: slim insulin pump user guide indicates that humalog insulin has been tested for up to 48 hours.